Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lead implant procedure, the catheter shape was not adequate which meant it was unable to provide torque for lead fixation. It was further reported that the day after discharge from the hospital, the patient experienced redness, swelling, and blistering on their left arm. An ultrasound was performed and indicated that the patient had a deep vein thrombosis. Medications were prescribed. The right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was reported that during a lead implant procedure, the catheter shape was not adequate which meant it was unable to provide torque for lead fixation. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event. It was further reported that the day after discharge from the hospital, the patient experienced redness, swelling, and blistering on their left arm. An ultrasound was performed and indicated that the patient had a deep vein thrombosis. Antibiotics were prescribed. The right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event. It was further reported that the patient had a superficial thrombus of the left basilic and cephalic veins and acute left upper extremity deep vein thrombosis involving the subclavian axillary and brachial veins. It was further reported that the patient was initiated on an anticoagulant medication.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had a superficial thrombus of the left basilic and cephalic veins and acute left upper extremity deep vein thrombosis involving the subclavian axillary and brachial veins.